Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using the fluency device. The device was prepared in the standard manner and advanced to the intended position. Deployment was initiated; however, the device was unable to complete the deployment process. Significant pulling force was applied in an attempt to achieve full deployment, during which the device fractured. The device was subsequently removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using the fluency device. The device was prepared in the standard manner and advanced to the intended position. Deployment was initiated; however, the device was unable to complete the deployment process. Significant pulling force was applied in an attempt to achieve full deployment, during which the device fractured. The device was subsequently removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was not returned for evaluation, and photos were not provided which leads to inconclusive results. There was no indication of manufacturing deficiencies. In this case, only limited information was provided. Based on the information available, a root cause could not be determined. Based on the provided information and as neither the sample nor photos were provided for evaluation, the investigation is closed with inconclusive results for misfire and sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the IFU state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the IFU states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. G3, h6 (component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.